Event description:
The patient received his scs system, including an ipg, on (B)(6) 2008. It was reported, the ipg was explanted and replaced due to a loss of stimulation and a loss of telemetry. The explanted ipg was retuned to the manufacturer for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Device evaluation: analysis of the ipg is in process; the results will be forwarded when available. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.